Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure in the mildly calcified, mildly tortuous, left anterior descending artery for treatment of a de novo lesion, pre-dilatation was performed and a 2.5x23 rx xience v stent was implanted via femoral access. The patient died during the procedure. Cause of death is unknown; however, per the hospital, the cause of the death is not due to the rx xience v stent system. Reportedly, the physician of this case left the organization due to an unknown reason. Therefore, further information from the physician cannot be obtained.